Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Customer reported cartridge alert causing the customer¿s blood glucose (bg) level to be displayed as ¿high¿; however, a specific value was not provided. Customer reported they did not treat elevated bg value. Customer continued using current pump for insulin therapy.